Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and the delivery was too slow. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. There was no evidence of the reported complaint in the pump's event history log. Three separate delivery accuracy tests were performed, and at least one was outside of the manufacturer's specifications. The customer's complaint was verified. As a result, the expulsor was trimmed for preventative purposes. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.